Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the consumer thought that the ins had moved closer to the skin and that sometimes it hurt when the patient lay on their back. Patient weight information was provided. It was noted that no steps had been taken at that time. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient requested MRI compatibility guidelines for their implantable neurostimulator (ins). It was unknown if the MRI of the lumbar area was related to the patient¿s device or therapy. The patient reported that the ins seems to have moved closer to the skin. The patient was redirected to their healthcare provider. No further complications were anticipated. The indication for implant was non-malignant pain. Additional information was received from the health care professional (hcp) on (B)(6) 2017 reporting that the MRI was ordered to evaluate the lumbar spine not the scs system. It was reported that there were no available information regarding the cause of the ins moving closer to the skin. No further complications were reported.